Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 101 (night drain cycle one) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 11:22:34. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The high drain alarm was identified in an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the high drain alarm was undetermined. Should additional relevant information become available, a follow-up report will be submitted.